Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out during the manual prime process. Customer's blood glucose level was 11.3 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with cracked end cap and alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion test, prime and excessive no delivery tests due to a33 alarm. However, the insulin pump had normal operating currents and passed a21 error test, self test and the displacement test. The insulin pump had cracked case, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and missing the end cap sticker.